Manufacturer narrative:
The following other hip devices were also listed in this report: trident alumina insert, cat# 625-0t-32e, lot# 25249201; accolade plus tmzf hip stem #2, cat# 6021-0230, lot# 28109905; alumina v40-femoral head 32mm, +0mm nk, cat# 6565-0-132; lot# 29902901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident hip replacement in (B)(6) 2009, which had to be replaced in (B)(6) 2012.

Manufacturer narrative:
An event regarding revision involving a trident psl solid-back shell was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported by the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident hip replacement in (B)(6) 2009, which had to be replaced in (B)(6) 2012.